Manufacturer narrative:
(B)(4). Mfg investigation of the affected lot revealed there was no nonconformity or deviations during the mfg process which related to the nature of the complaint. Mfg and sterility records are in compliance and specification. (B)(4).

Event description:
This is the first of two reports involving a bilateral event for the same pt. Refer to medwatch 3006186389-2012-00002 for the second report on the fellow eye. An ophthalmologist reported that a contact lens wearer experienced bilateral corneal neovascularization (located from 11 o'clock to 3 o'clock position, within 6 mm of visual axis). The neovascularization was reported to be more pronounced in the pt's left eye. The eye care professional describes it as a central cornea outcrop (neovascularization reaches the cornea center for both eyes) and reported fluorescent erosion and neovascular pannus. Best corrected visual acuities were reported to be 10/10 for both eyes after the symptoms. No further info has been received.